Manufacturer narrative:
The dates of the events are unknown; however, according to the article, the study period was from december 2013 to january 2017. For this reason, the first day of the reported study period (01-dec 2013) was used as the occurrence date. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. There is insufficient information to determine the cause of the reported major vascular complications. The authors did not specify to which of the devices used during the tavr procedure these events were associated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article, ¿computed tomography characteristics of the aortic valve and the geometry of sapien 3 transcatheter heart valve in patients with bicuspid aortic valve disease,¿ from december 2013 to january 2017, a total of 280 consecutive participants that received sapien 3 valves for aortic valve stenosis, enrolled in the portico ide randomized trial or resolve registry at a single-center were analyzed. Of the 280 patients, 41 patients were diagnosed as having bicuspid aortic valve (bav) and 239 patients were diagnosed as tricuspid aortic valves (tav). Per the articles 30-day outcome results, 2 patient¿s had major vascular complications. Reference: kawamori, hiroyuki, et al. "Computed tomography characteristics of the aortic valve and the geometry of sapien 3 transcatheter heart valve in patients with bicuspid aortic valve disease." European heart journal-cardiovascular imaging (2018).

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Three manufacturer reports were submitted for this article. Please reference related manufacturer report numbers: 2015691-2018-04566, 2015691-2018-04567, and 2015691-2018-04568.